Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08820 inches. Unit was communicated properly with blood glucose meter. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 800 mg/dl. The customer¿s current blood glucose was 133 mg/dl. The customer treated with injections. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will be returned for analysis.